Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (overinfusion) during therapy. The device was programmed to infuse fluorouracil 1600mg at 25ml/hr with vtbi of 500ml. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported flow rate error, which was not reproduced or confirmed. The device passed all flow testing with no evidence of a direct cause to the event. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-05996 can be removed from the FDA database.